Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen at an unknown dose and concentration via an implantable pump. The indication for use was not reported. It was reported that a baclofen leak occurred in late (B)(6) 2019. When asked to clarify the issue, the hcp responded ¿it was an old catheter - implanted 16 years back.¿ the hcp did not provide any information regarding the cause of the leak. It was unknown if there were any environmental, external or patient factors that might have led or contributed to the event. A contrast study was performed, and a microleak was observed. The hcp managed the patient by increasing the volume of the drug. 3-4 episodes of baclofen withdrawal had occurred; the patient was being managed by intrathecal boluses and oral therapy. The baclofen leak was not resolved. When questioned about the device serial numbers associated with the event, the hcp responded ¿old catheter¿ with no further information. The patient¿s body mass index (bmi) was 25. The device remained implanted/in service. No further complications were reported.